Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material inside the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. Based on the investigation results, white foreign material in a/w channel, and auxiliary water channel, and c-cover burnt, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Although we confirmed foreign material adhered in a/w-cylinder, a/w-channel, and auxiliary water channel from provided photos by sbc, could not identify the material. We could not specify cause of the suggested event from obtained information. We presume from obtained information that high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. However, we could not specify the occurrence cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 5 reprocessing the endoscope chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor the field performance for this device.